Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the upper part of the touchscreen did not respond when touched. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the upper part of the touchscreen did not respond when touched. A calibration of the touchscreen was performed but this did not resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, the failure was confirmed. Pil found that this touch screen failed all diagnostics testing and resistance measurements which were out of specification. The touchscreen failed due to multiple resistance measurement failures. Pil concluded the touchscreen was faulty.